Event description:
Add'l info rec'd which states, tpn leaked from the cartridge into the pump which stopped working. The tpn leaked onto the bed during the night. The pump was replaced along with a new bag of tpn. The pt did not have an adverse event. No add'l info was provided.

Event description:
Report rec'd of an incident involving a filter set that leaked from the cassette area on the set. The pt was receiving a 16-hour continuous infusion of tpn with a 2 hour taper up and a 2 hour taper down. It was reported that the pt's complete bag of tpn leaked. The pt missed the tpn infusion for the night. There was no report of any adverse reaction. No add'l info was provided.